Manufacturer narrative:
Though there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr (B) (6)). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approximately 11.5mm from the bend. Also, a DHR review was conducted with no abnormalities noted.

Event description:
It was reported that a proultra tip #7 separated in a patient's tooth. The separated piece was retrieved without injury.